Manufacturer narrative:
Unique identifier: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation flow interface board and the flow sensor were replaced to resolve the issue.

Event description:
The hospital reported a malfunction causing 10 minutes loss of mechanical ventilation. There was no report of patient injury.